Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device "has been beeping." The sensitivity of the pacing threshold was increased and the device remains in use. No patient complications have been reported as a result of this event.